Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected to the site resulting in 6 units of insulin being inadvertently delivered. Customer's blood glucose level was 113 mg/dl. Tandem technical support reviewed the load sequence with the customer to address the event.